Manufacturer narrative:
The customer returned one opened bottle that was approx. ¼ full and expired. The remaining solution was visually examined and had typical color and clarity. No anomalies were observed. The reported lot code (181360f) was from the white stock lot code that was final packaged as finished goods into packaging lot codes 169963f and 179253f. Based on the complaint condition, the complaint history was performed for each of these lots and the remainder of the eval was for white stock lot 181360f which expired 11/01/2011. The complaint history was reviewed for each of these lots and there was one other similar complaint reported. Review of the compounding, filling, and packaging manufacturing batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the formulation stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. (B)(4).

Event description:
A consumer reported experiencing discomfort following the use of the product. He did not realize the product was expired prior to use. He saw a doctor and was diagnosed with a corneal abrasion with erosion and was treated with an anti-infective ophthalmic solution. The consumer reported his eye was doing well. Add¿l info was received from the consumer, who indicated when he saw his optometrist, he was told the surface of the cornea had been eroded and that the injury appeared to be ¿chemical¿ in nature. He was referred to a corneal specialist who performed minor surgery to remove some of the damaged tissue. The consumer also reported that both doctors have indicated that the event resolved with treatment.